Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, during the insertion of a 14fr esheath the blue portion of the distal tip tore when trying to insert in skin. A 3mm straight clean tear vertically up the shaft was observed. Per follow up resistance was felt when inserting esheath through the skin. The esheath was removed and a second esheath was opened and used to complete the procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and added new information to h.6 type of investigation. The esheath plus was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions were reviewed instruction for use (IFU) for esheath+ IFU, preparation manual, procedural manual and no IFU/training deficiencies were identified. The complaints were unable to be confirmed without procedural imagery or return of the complaint device. Without the return of the complaint device, engineering was unable to perform any visual, dimensional, or functional inspection. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation or unpacking, indicating that this was not an out of the box issue. Per complaint details, "during the insertion of a 14fr esheath the blue portion of the distal tip tore when trying to insert in skin. A 3mm straight clean tear vertically up the shaft was observed. Per follow up resistance was felt when inserting esheath through the skin." Per the IFU/training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification". A steep insertion angle can cause difficulty in introducing the sheath into the patient, causing resistance. However, without additional information, this root cause cannot be confirmed. A definitive root cause is unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.